Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information states that the patient is happy with their vision and the (abmd) anterior basement membrane dystrophy has improved.

Event description:
Additional information provided states that the mild epithelial irregularities remain and the patient will continue to be monitored.

Event description:
An optometrist reported a case of blurry vision at distance and (abmd) anterior basement membrane dystrophy, observed on the patient's left eye at one week post lasik. The reporter indicated an epithelial debridement was performed. Reporter indicated the vision was not improved by the debridement and the surgeon is considering doing another debridement in a few weeks. There are two medical device reports associated with this event. This report references the left eye. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).